Manufacturer narrative:
(B)(4). Concomitant medical devices: m2a magnum tri spike cup (ref. Us257852, lot no. 868340); m2a magnum modular head (ref. 157446, lot no. 609200); modular porous lateralized (ref. 13-103206, lot no. 882420); m2a magnum taper adapter (ref. 139252, lot no. 884510) . The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00562 0001825034 - 2021 - 00563.

Event description:
It was reported a patient underwent an initial right total hip arthroplasty. Subsequently, patient was revised approximately 9 years later due to pain, dislocation, bursitis, loosening, bone erosion, and metallosis. The cup, head, and taper adapter were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: failure of right hip replacement acetabular component. Began experiencing pain. Presented to the office complete failure of his acetabular component with dislocation of the actual acetabular component and superior migration of his femoral head. There was an area of bursitis and this had some metal debris. Additional metallosis was encountered. The acetabular component was obviously loose and malpositioned (based on overall information, it is believed the surgeon is not alleging implant was initially implanted malpositioned rather it became malpositioned as a result of the other findings) and dislocated inferiorly. There was a large contained defect with a good anterior and good posterior column; however, the superior portion appeared to have been eroded by the femoral head and there was essentially a pseudo-acetabulum developing superior. The trabecular metal was packed with bone graft that had been harvested from the acetabulum. This was all packed in place and then a batch of cement was vacuum mixed. It was then placed on the metal part of the augmentation insert. Check x-ray showed the leg length was equal and the alignment was very good. Good stability. No intra-operative complications identified. A review of the device history records identified deviations or anomalies during manufacturing, however, the deviations or anomalies would not have attributed to the event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.